Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the reported symptom, tubing ID label missing, which was observed during eval. The front case was replaced which included the tubing ID label.

Event description:
It was reported that a spectrum pump's tubing ID label was missing and during functionality testing. It was also reported there was no pt involvement.